Event description:
On (B)(6) 2012, this pt underwent an endovascular procedure with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported that at the end of the procedure, after the aneurysm was excluded, the physician began to withdraw the gore dryseal sheath (sdv2028/9996996) from the right iliac artery. At that time the iliac artery ruptured and blood loss was excess of a liter. A dacron graft was used to repair the iliac artery. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the iliac artery rupture is unk.